Event description:
Information received indicates the bed only has intermittent functions from either siderail.

Manufacturer narrative:
The technician replaced the siderail cables and ucm boards to repair the bed.